Event description:
The patient was implanted with an obtape transobtuartor sling. Subsequently, according to the patient's attorney, the patient experienced erosion of the mesh, infections, pain and bleeding. No other information is available.